Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The inner coil was found fractured 27 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Further damages such as a bent fixation helix, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted and replaced due to high impedance.